Event description:
The customer reported via phone call that he was traveling in (B)(6) and this morning he had a keypad anomaly on the insulin pump. Customer stated that when giving a bolus, the pump continues to ramp up numbers. Customer has taken the battery out and the issue still persists. Customer's blood glucose at the time of the incident was 107 mg/dl. Customer stated that the up button keeps scrolling up after he releases it. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.